Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: samples from the patient were provided for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable results for two samples collected from one patient tested with elecsys tsh v2 on a cobas e 801 analytical unit. 2. Patient age range: 80 years. 3. Patient weight range: asku. 4. Patient sex breakdown: male. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.